Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, the catheter would get stuck at the valve of the sheath. The sheath was also noted to be deformed and damaged. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012926802 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The following observations were identified: visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The following functional testing was performed. Observations are listed below. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was a severe leak psig (should be inside the range of -0.3 psig and 0.3 psig). The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.0081 psig (should be inside the range of -0.3 psig and 0.3 psig).the pressure test with valve blocked passed 45 psig and showed the pressure decay in the device was 0.06997 psig (should be inside the range of -0.3 psig and 0.3 psig). The performance test was failed. Dissection and pressure testing of the returned device revealed a leakage at the hemostasis valve; the valve disk was suspected to be torn. The hemostasis valve disk was suspected to be torn. A kink was observed on the side port tube. In conclusion, the catheter failed the return product inspection due to a hemostasis valve disk suspected to be torn and a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.